Event description:
It was reported that the patient presented to the hospital for a pulse generator implant procedure. The physician had difficulty positioning the right ventricular lead and placed it in the left ventricle in error. When the physician attempted to implant the atrial lead, he noticed the lead was not going down the inferior vena cava. He then realized the lead was in the artery instead of the vein. He removed both leads and attempted to reposition them. At that time, the patient's heart rate increased and the blood pressure dropped. The physician checked fluoroscopy and saw a pneumothorax. The patient was intubated and the implant procedure was aborted. In the following day, the patient was extubated and was doing well. Related manufacturer reference number: 2017865-2019-11247.

Manufacturer narrative:
The complete lead was returned in one piece and was measured at 51.5 cm. Analysis was normal and the lead helix and tip stiffness were found to be within specifications. No anomalies were found.